Event description:
Post deployment of the 28x100 graft and upon retraction of the inner delivery system from the leave behind sheath, the inner system got caught within the double valve mechanisms. Dr. (B)(6) was not able to clear it through the passive/active valves, so he made the decision to retract the entire system and replace it with a cook 16fr sheath. Patient outcome - "no clinical sequela. Patient did fine and was discharged post op day 2."

Event description:
Post deployment of the 28x100 graft and upon retraction of the inner delivery system from the leave behind sheath, the inner system got caught within the double valve mechanisms. Dr. (B)(6) was not able to clear it through the passive/active valves, so he made the decision to retract the entire system and replace it with a cook 16fr sheath. Patient outcome - "no clinical sequela. Patient did fine and was discharged post op day 2."